Event description:
The reporter stated the units were leaking, however during in house review of the product it was discovered the tubing ports were broken off of the filters. No pt injury or treatment associated with this event.